Event description:
It was reported that the pulse generator could not be interrogated and there was no magnet response. There was no sign of pacemaker spikes on the surface electrogram. The patient was in normal sinus rhythm. At the previous follow- up on (B) (6) 2008, battery voltage was 2.75 v, current drain was 11 ua and battery impedance was 1 kohms. The decision was made not to replace the device given the patient's age, condition and the fact that she was mainly in sinus rhythm.